Event description:
It was reported by the patient that a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014 and she was discharged home. On her way home she experienced "severe pain and discomfort". She was in "horrific pain" for three days and exhibited a "foul discharge". Additionally, she reported that she most likely will have a hysterectomy. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complainant device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. (B)(4).